Event description:
It was reported that during a rotablation procedure, the burr stopped spinning. The target lesion was located in the right coronary artery. A 1.50mm rotalink burr was selected and advanced to treat the lesion. The device was ablating the lesion when it suddenly stopped spinning. The device was pulled out forcibly out of the patient. The procedure was completed with different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. An initial examination of the complaint rotablator burr unit was carried out. A tug test was performed to examine the integrity of the connection with a test catheter. No issues were noted with the unit handshake connectors. A guidewire was returned inside the device and could not be removed, a number of kinks were noted along the guidewire. The burr was microscopically examined and found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).